Event description:
Information received indicates the brake is not holding. The casters would lock in brake, but they would continue to swivel from side to side.

Manufacturer narrative:
The technician replaced the caster supports and two maintain bearings to repair the bed.